Event description:
Healthcare professional reported left side rupture. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, creases fold, observed 40 mm dark patch edge material inside gel device, stress marks and wear abrasion. Based on the device analysis the final assessment is:an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.